Event description:
Coaptite post approval study. Pt injected with 2.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009. Two days post injection ((B)(6) 2009), the pt developed urinary retention which was detected with a bladder ultrasound. The pt was treated with straight catheterization and a foley catheter for two weeks; the retention resolved.

Manufacturer narrative:
Lot 1010736, exp date: 09/01/2011. Device mfg date: 09/2008. This event was reported in the line listing of the interim post-approval study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required catheterization, it was determined to be a reportable event. The device history records for coaptite lots 1010558 and 1010736 were reviewed; all required testing specification were met prior to release and there were no abnormalities noted for either lot.